Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to inadvertently delivering a bolus for 10 units of insulin instead of the intended 10 grams of carbohydrates, the customer's blood glucose (bg) decreased to 43 mg/dl. Soda was consumed to treat bg level.